Event description:
Customer reports of not being able to connect bayer meter to carelink. During call, customer reported of having low blood glucose. Customer reported to have low blood glucose of 24 mg/dl on (B)(6) 2015. Customer reported that it was normal for her to have low blood glucose, treat and then have high blood glucose. Customer declined troubleshooting for low blood glucose. Customer was given information on reconnecting old sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.